Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the console was not connecting wirelessly with the patient interfaces, unable to connect bluetooth wirelessly, attempted to connect it via wired and the system seemed to recognize wired connection but cannot see the other pi box docked, the other patient interface needs a battery replacement, the pi box was hard powered, docked, undocked with a wired connection, and docked again, lights came on after hard powered for a few seconds but then the lights went off. There was no patient impact.

Event description:
Additional information received stated that the second nim was used to complete the procedure, the nim console was working in wired mode, one of the patient interface was connecting in wired mode while the other patient interface was taking multiple times to connect wirelessly nor was connecting in wired mode.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.